Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, over two (2) years post-implantation, the patient is experiencing pain, swelling, stiffness, and trouble walking with the left knee. No additional medical intervention has been reported. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed left size e: catalog#: 42532007101, lot#: 64830726; femur cemented posterior stabilized (ps) standard left size 8: catalog#: 42500606401, lot#: 64686234; stem extension tapered cemented 14 mm diameter +30 mm length: catalog#: 42557000114, lot#: 65047538; articular surface fixed bearing posterior stabilized (ps) left 13 mm height: catalog#: 42512400713, lot#: 64685963; all poly patella cemented 32 mm diameter: catalog#: 42540000032, lot#: 64843550; bone scr 6.5x30 self-tap: catalog#: 00625006530, lot#: 64945771; biomet bc r 1x40 us: catalog#: 110035368, lot#: k1904z34sa. Multiple MDR reports have been filed for this event, please see associated report: 0002648920-2023-00164. The product will not be returned to zimmer biomet for evaluation as the product remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.